Event description:
The consumer reported that the patient had a tooth type was a 3 during the time of the failure, the consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was also achieved.

Manufacturer narrative:
The consumer reported that the patient had a tooth type was a 3 during the time of the failure, the consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was also achieved.